Manufacturer narrative:
H10 - a used ch2000s-c spinning spiros was returned connected at the distal end to a male spin luer of an unknown IV infusion set. Subsequent pressure leak testing revealed a leak at the connection between the male luer of the unknown IV infusion set and the female luer of the used ch2000s-c spinning spiros. The luer interface components of the ch2000s-c spinning spiros and unknown IV infusion set were measured and both met iso design guidance. The ch2000s-c spinning spiros was functionally leak tested without internal leakage. The ch2000s-c spinning spiros met leak and functional expectations outlined in the product performance specification. The probable cause of the reported leakage is an incomplete connection between the the male luer of the unknown IV infusion set and the female luer of the used ch2000s-c spinning spiros during use. A device history review for lot# 4400158 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation; investigation is pending.

Event description:
The event involved a spinning spiros® closed male luer, red cap that has leaked at the connection (tubing/syringe) during infusion/IV push causing chemotherapy spills, and potential exposure on the peds oncology unit. The primary tubing was infusing through the large volume infusion pump and connected to the patient¿s central line. There was approximately 1-5ml of blood loss or bleed back reported. The tubing and drug were replaced, and therapy was resumed. There were no holes, cuts, tears, or any defect noted. There was patient involvement, and no harm was reported.